Event description:
It was reported that following the patients previous lead revision procedure, the patient had difficulty charging ipg and difficulty communicating with the remote control and clinician programmer. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Event description:
It was reported that the patients ipg was difficult to charge and had a difficulty communicating to the remote. The patient underwent an ipg replacement procedure. The patient was doing well post operatively. Additional information was received that prior to the patient experiencing ipg charging and communication issues, the patient had an elective paddle lead revision procedure wherein an electrocautery was used . Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
The returned ipg was analyzed and the reported event was confirmed. The device could not be charged due to excessive current leakage which resulted from asic u2 damage after the lead revision procedure. The patient data was captured with an external power source. It indicated that the battery level plunged after the revision. It was reported that monopolar electrocautery was used during the paddle lead revision. Exposing the ipg electronics to high voltage transients caused electrical shorts within the asic u2, resulting in the reported complaint.